Event description:
During a percutaneous coronary intervention (pci), a stent was being inserted. During the insertion, it was noted that the stent shaft was broken. The stent was removed and a new stent was obtained. There was no harm to the patient. A sales representative was notified.======================manufacturer response for coronary stent, mini vision (per site reporter).======================abbott sales representative is to pick up product for investigation by manufacturer.